Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient¿s blood pressure dropped during ablation of left superior pulmonary vein (lspv) about three points by the navister sf catheter. Pericardial effusion was observed by the echo and the drainage was performed. Then the thoracotomy was conducted. The physician commented that la roof might be tore by the sheath. He didn't think that the cause of the event was due to the bw products. The physician¿s opinion regarding the causality of adverse event was procedure-related. The outcome of the adverse event was fully recovered.

Manufacturer narrative:
(B)(4).